Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (constant gong alarms / damaged connector) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the trunk cable connector was cracked and the white (drvn gnd) was severed. The cause of the constant gong alarms and incoming test failure is the cracked connector and open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged connector and was producing constant gong alarms.